Event description:
It was reported that during a colectomy, the device locked out. It would not fire at all. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged articulation gear teeth. Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with two reloads present; the reloads were received fully fired and with no damage to the spring reload lockout. The returned device was tested for functionality with a test reload on the three articulated positions; when fired to the left and center, the staple formation was conforming. However, when fired in the right position, the staples were malformed due to the damaged articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.